Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how long was the case prolonged (minutes)? Unknown. Is the blade being returned with the device or was it disposed of? Yes. Was the post-operative care changed based on the event? If yes, please explain. No the device was returned with the upper jaw detached and not returned. In addition, the device was received with the energy button detached and the button was not returned with the device. It is likely that the button was dislodged during transit. A test button was reattached to the device. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Although no conclusion could be reached as to how the button detached from the instrument it should be noted that our manufacturing process verifies the presence and functionality of the instrument prior to shipping. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure; the blade came off and fell into the patient. The case was delayed while the blade was being retrieved from the patient. The procedure was completed using same like device.